Event description:
It was reported that during surgery, the protective cap on the tip slipped off, fell to the ground and the tip touch the table, contaminating the device and rendering it unusable. It was also reported that the protective cap was cracked. There was no patient harm/injury or surgical delay reported. Another device was used to complete/finish the surgery. Due diligence is complete; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in china.